Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned. The reported patient effect of occlusion is listed in the supera instructions for use as known patient effect associated with the use of the device. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that after implantation of an unknown supera stent the patient was re-hospitalized. An angiogram detected a vessel occlusion proximal to where the supera stent was implanted. An unknown absolute pro stent was used to treat the occlusion. It is possible that timi iii flow was not achieved after implanting the supera stent in the index procedure. No additional information was provided.